Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily tortuous, 90% stenosed, heavily calcified left circumflex artery (lcx) lesion. The oad was delivered to the distal side of the lesion and two low-speed treatments were performed distal to proximal. Cineangiographic imaging revealed a driveshaft fracture. The physician snared the fractured tip with the viperwire advance guide wire. Balloon angioplasty and a drug coated balloon (dcb) were used to complete the procedure. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h10. Updated fields: b4, g3, g6, h2, h3, h6, h10the oad was returned to csi for analysis. Analysis revealed a driveshaft fracture located at the distal edge of the crown. Scanning electronic microscopic imaging identified fatigue striations at the site of the driveshaft fracture. The crown weld location was examinted and found to be within manufacturing process parameters. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).